Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-nov-2025.

Manufacturer narrative:
This complaint was created in response to a pmcf study and captures 01 occurrence of limited visualization involving a blb-024115 device of unknown lot number. Device evaluation the blb-024115 device of unknown lot number involved in this complaint was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all bigopsy backloading biopsy forceps devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0034) states the following: ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause cannot be concluded from the information available. A possible root cause could be attributed to the patients pre-existing conditions. As per the attached study, page 3, it is stated that there was tortuosity of the ureter. Page 5 stated that the target lesion was a large solid mass with overt enhancement. The size and density of the mass can physically obstruct the view of the lesion, making it difficult for the device's optics to visualize the target area clearly. Large masses can also extend beyond the visual field of the device which can result in limited visibility during a biopsy procedure and in turn leading to the inability to obtain a sample. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation this complaint was created in response to a pmcf study and captures 01 instance limited visualization. According to the initial reporter, the site reported the presence of a large solid mass with overt contrast enhancement. A biopsy sample/specimen or foreign object was uable to be obtained successfully and the site attributed this to a device deficiency. Confirmed quantity of 01 x used device. According to the initial report, the patient did not experience any adverse effects of this occurrence. As per the study, the device deficiency did not result in an adverse event. The procedure was completed successfully with a brush biopsy. Investigation findings conclude that a possible root cause could be attributed to the patients pre-existing conditions.

Event description:
Per the observational post market study complaint form: the site reported the presence of a large solid mass with overt contrast enhancement. During the procedure, the question ¿was the biopsy sample/specimen or foreign object obtained successfully?¿ was answered with ¿no¿, and the site attributed this to a device deficiency. Additionally, a biopsy/specimen failure was formally recorded. In response to the question ¿were any device deficiencies identified during the procedure?¿, the site answered ¿yes¿ and specified: ¿bigopsy limited visualization of large tumor.¿ importantly, the reported device deficiency did not result in an adverse event. Study exit was completed since medical records have been reviewed and all available data has been entered into the electronic data collection system. On 25sep2025 the answers to the questions below were provided by the site: 1. Was the device functionality tested prior to use? Yes. 2. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? (If yes, please specify what was observed and where on the device it was observed) no. 3. Was the patient taking any anticoagulants or aspirin at the time of the procedure? No. 4. Was the anatomy tortuous? Yes. 5. What is the endoscope manufacturer and model number that was used? Unknown. 6. Was the endoscope deflected at the time of the malfunction? Unknown. 7. Was the endoscope in a curved or straight position? Unknown. 8. Confirm that access sheath was used for procedure? Yes. 9. What type of suspicious tissue was being targeted for the biopsy, i.e., stalk or lesion? If other, please specify. Right renal pelvis mass. 10. How many, if any, biopsies were taken prior to this occurrence? None. 11. If not with the device in question, how was the procedure finished? Performed a brush biopsy and left a ureteral stent.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.